Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring trimmed as a preventative measure to bring the pump's delivery into more nominal range.

Event description:
Additional information was received indicating that there was no incident while the pump was in use.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device over infused by ten percent. It is unknown if there was a patient, or clinician injury associated with this occurrence.